Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"On (B)(6) 2016 maquet rep. Received a text with pictures noting a crack in the hls venous inlet. Customer stated that it appeared after the initiation of support. Patient remains on device at this time." (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. By visual inspection small cracks at the blood inlet connector could be confirmed. Thus the reported failure could be confirmed. A DHR review was performed there were no references found, which are indicating a non-conformance of the product in question. The most probable cause of the failure could be material stress or excessive physical force. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).